Event description:
The tip of the wire split and coating of the tip came away during angioplasty procedure of the sfa. The coating lodged in the male patient's artery. Update as per complaint form received (B)(6) 2014. "Coating of the tip of the wire came away during surgery. Lodged in the patient's artery." It was stated that the coating of the wire was not retrieved. The patient did not require additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Based on the provided event description, the coating of the tip of the wire guide came off inside a patient during an angioplasty procedure of the sfa. The coating was not retrieved. The patient did not require any additional procedures or have any adverse effects as a result of this occurrence. This device is supplied with an IFU, which provides directions for use, warnings, and cautions regarding proper use of this device. Specifically, it states "use of alcohol, antiseptic solutions or other solvents must be avoided, because they may adversely affect the surface of the hydrophilic wire guide. "Avoid manipulating or withdrawing the hydrophilic wire guide back through a metal needle or cannula. A sharp edge may scrape the coating or shear the wire guide. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the wire guide has been inserted in the vessel." This product line is manufactured, packaged, and sterilized by our vendor. Nothing in the event description suggests a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds design specification. In th absence of additional information a root cause cannot be determined. We will continue to monitor for similar events. Based on quality engineering risk assessment, the risk remains acceptable with inclusion of this event. No additional action is required at this time. The appropriate personnel have been notified.